Manufacturer narrative:
(B)(4). G2: foreign, australia. The device location is unknown at this time; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to unknown reasons. During the revision it was noted that the liner was revised. Due diligence is in progress for this complaint; to date no additional information or product has been received.